Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. The rep reported that a month and 2 weeks ago, the simulator gave them a shock to both legs while they were in the freezer aisle at the store. The rep checked impedances, and all were within normal limits. No further actions were taken to resolve the issue, as the rep instructed the patient to notify them if it happens again. The issue was resolved.